Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The reported lot tbmavt is not valid. Can you please verify the correct lot number? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: (B)(4)

Event description:
It was reported that a patient underwent a laparoscopic procedure on in 2023 and suture was used. During the procedure, when inserting a needle with a thread through the trocar through a vice, the needle was detached from the thread. No consequences for the patient except procedure delay > 30 min. The procedure completed physician used different company product. Customer check other more sutures (without patient involvement and event occurred again. No adverse patient consequences were reported. Additional information was requested.